Event description:
The father reported via phone call that the customer had a critical pump error 25 on the insulin pump. The father reported the insulin pump continued to alarm and the buttons were unresponsive. The customer's blood glucose was unknown. The father also stated they were unable to rewind and unable to access any menus. The father agreed to return the insulin pump for analysis.

Manufacturer narrative:
Several alarms were noted in trace/history file due to force sensor zero off set measuring out of specification range. The specification range is between 18-27mv. No cosmetic damage noted on the insulin pump assembly. According to the trace files the insulin pump failed out of box..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.